Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not yet received by manufacturer.

Event description:
It was reported that the surgeon complained that the reamer was ineffective.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual inspection confirmed the reported event. The most likely cause of the reported event was the wear and tear of the instrument. Device history record (DHR) was reviewed and no discrepancies were found. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the surgeon complained that the reamer was ineffective.